Event description:
After using the device sucessfully for several months, this pt reported that they were no longer able to hear with their cochlear implant. Although the results of two integrity tests were consistent with normal device function, their health care provider elected to explant and replace the auditory prosthesis.